Manufacturer narrative:
(B)(4). The event reported was regarding the stockert generator did not stop rf delivery after the pedal was disengaged. There was no error found with the stockert generator, but it was found that the foot pedal switch was defective. Issue was resolved by exchanging the unit. The stockert generator unit was tested for safety and functionality and the result conformed to manufacturer specification. The device history record for stockert generator serial number (B)(4) showed that no manufacturing or test failure was noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported that during a right sided atrial flutter conventional procedure (flutter with a blazer catheter) the stockert generator did not stop rf delivery after the pedal was disengaged. The generator was switched off and the pedal disconnected. After restarting the system, the generator started to ablate automatically. All of the ablation data fields were properly displayed (temperature and impedance). The ablation was stopped using the stop button. No adverse patient consequences was reported. The case was finished by using the start and stop buttons on the front of the generator.